Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. The final product for lot ta11499 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the photo for evaluation. Through visual inspection of the photo, a leakage was identified. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. Product is manufactured according to specifications and inspected throughout manufacturing. Through their investigation it was determined this incident was likely caused by personnel using excessive force to screw the phaseal connector to the y-site.

Event description:
It was reported that the bd phaseal secondary set (c62) experienced leakage during use. The following information was provided by the initial reporter:(B)(6) started to use c62 instead of c61 (complaints). After they have prepared cytostatics and added those to bag, they realized connector root was leaking.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal secondary set (c62) experienced leakage during use. The following information was provided by the initial reporter: hospital pharmacy started to use c62 instead of c61 (complaints). After they have prepared cytostatics and added those to bag, they realized connector root was leaking.